Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the customer also report the blood glucose were 500 mg/dl and 600 mg/dl, 475 mg/dl. Customer treated with insulin pump. The customer was suffering from gastryoids. Customer was in the hospital because of stomach problem. The customer was assisted with troubleshooting and declined for high blood glucose. Insulin pump will not be returned for analysis.